Event description:
It was reported that trial patient experienced trouble urinating and swelling of the feet. The patient turned stimulation down and it ¿quieted down.¿ someone supposedly told the patient to turn stimulation up and to leave it there. Since then, the patient had trouble urinating and felt a burning sensation in her bladder. The patient was checked for bladder infection. Additional information received reported that the cause of the event was due to a urinary tract infection (uti). The patient was not hospitalized due to the event.

Manufacturer narrative:
(B)(4).